Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed watchdog timeout for the second time. Alarm occurred during basal delivery. It was stated that the first time, the customer received an external ram error alarm as well. Blood glucose value in the morning was 14.0 mmol/l. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test. No a13 alarm or a17 alarm noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.